Event description:
Caller reported damage to pump housing, specifically at the usb port or pins, which affected charging ability and resulted in pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was able to force the cable into usb port to get it to charge and continued using the pump for insulin therapy, though technical support advised switching to an alternate method.